Manufacturer narrative:
Concomitant medical products: mc1vr01-delsys, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the leadless implantable pulse generator (ipg) implant, the first three deploys were confirmed with contrast injections at septal position, low/mid septum. Tip pressure was confirmed but non capture was noted at 5 volts. A fourth deployment was performed but dislodge occurred, and blood pressure could not be read, provided that patient was having approximately 30 beats per minute (bpm). A ventricular scan revealed fluid accumulation in pericardial region. Pericardiocentesis was immediately performed. The patient was placed under observation for a while, and noted hemodynamics were stabilized and patient conscious. A fifth deployment at high septum was performed, with satisfactory parameters. The leadless ipg remains in use. No further patient complications have been reported as a result of this event.